Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis in the month of october. The customer also reported that they were unable to turn on the insulin pump. Customer¿s blood glucose value at time of incident was over 400 mg/dl and current blood glucose value was 106 mg/dl. The customer was treated with manual injection and the pump. The customer was wearing the insulin pump during the hospitalization. The customer's blood glucose was 106 mg/dl at the time of call. The insulin pump will be returned for analysis.